Event description:
Fungal keratitis- unk type- of the right eye. The patient was first seen approximately one week after initial symptoms. Originally treated with tobradex qid without effect. I started zymar q1hr x 2days without effect. Natamycin 5% was started 5 days after initial visit to me. The eye is responding to this treatment.